Event description:
It was reported that the handpiece exceeded the maximum temperature rise in a quality assurance test. There was no surgical or medical procedure involved at the time, so no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was rec'd at the manufacturer for service and evaluation. A condition of the device overheating was found when the saw exceeded the maximum allowed temperature. Based on the investigation details, the likely cause was problems with the motor cartridge, saghead assembly, and bearings, which were each replaced along with other components. Service repaired and returned the device to the customer.